Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: the file has been assessed for the necessity of performing a clinical investigation. On (B)(6) 2019, a rehabilitation caretaker contacted customer support on behalf of this patient on peritoneal dialysis (pd) and reported a patient line is blocked soft alarm in drain 0 with the liberty select cycler. During the call, it was determined the patient was empty and nothing to drain and the patient was assisted to bypass into fill. There were no reported adverse events during the call. It is unknown why the patient was receiving dialysis with a rehabilitation caretaker despite multiple attempts to get additional information. However, currently, there is no allegation or any documentation that indicates any fresenius device(s) caused or contributed to a serious adverse patient outcome. Therefore, the completion of a clinical investigation is not warranted at this time. Should additional information become available regarding a serious adverse event experienced by a patient and/or user related to a fresenius device(s) and/or product(s), please re-submit for a clinical investigation review and the need for a clinical investigation will be re-evaluated accordingly.

Event description:
It was reported that a peritoneal dialysis (pd) patient who uses a liberty select cycler for treatment was at a rehabilitation center for unspecified reasons. There was no alleged malfunction of a fresenius device, drug, or product. Multiple attempts were made to acquire additional information, however, to this date no further details were provided.